Manufacturer narrative:
The skin was resutured not unsutured. Csf fistula after surgical tumor resektion.

Manufacturer narrative:
Investigation results: no product available, therefore no investigation possible. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Without the product, an exact cause cannot be determined at this moment. A production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. According to the IFU, the following points must be observed to avoid a leakage: "choose implant size suitable for the closure of the defect. Cut neuro-patch® according to the application situation, in order to embed with as little stress as possible. Fix neuro-patch® with nonabsorbable suture material (polyester, polypropylene). The use of atraumatic round-bodied needles allows suturing without causing great damage to the implant. An additional seal with fibrin glue can be used." [Abstract of IFU for neuropatch].

Event description:
It was reported that there was an issue with neuro-patch 4x5cm. According to the complaint description a revision surgery was necessary due to persistent leakage after 6 days. Implantation: (B)(6) 2020 revision surgery: (B)(6) 2020 surgical procedure: acoustic neuroma-surgery. Cerebrospinal fluid (csf) flow out of the wound. On (B)(6) 2020 the skin was resutured under local anasthesia on normal ward. On (B)(6) 2020 persistent csf leakage, despite re-suturing. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4).